Event description:
Reportable based on analysis completed (B)(6) 2012. It was reported that during percutaneous coronary intervention, the device was unable to cross the lesion. The 90% stenosed target lesion was located in the severely calcified and severely calcified left circumflex (lcx) artery. The lesion was pre-dilated and the 2.75x20mm promus element stent was advanced, but was unable to cross the lesion. The procedure was completed with another 2.75x20mm promus element. There were no patient complications reported and the patient status is stable. However; returned device analysis revealed stent damage and foreign material .

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - a visual and microscopic examination identified proximal stent damage. The proximal stent struts were both raised and twisted. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. Some fibrous material was found to be adhering to the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).